Event description:
A cartridge change error was reported. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided instructions for checking and cleaning the pump and its components, and the caller successfully completed the cartridge load process and resumed insulin delivery.